Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Additional observations: the instrument was found to have a broken conductor wire at the yaw pulley location. The instrument failed an electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. The probable root cause of cable breakage (grip cable and conductor wire), whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction: primary product batch/lot number under section d was updated to k10240603 0244.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.